Manufacturer narrative:
Additional information has been requested; however, not yet made available as of the date of this report. This report is submitted (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced chronic infections with purulent discharge at the implant site since initial implantation. Past treatment included oral and topical antibiotics; however, the issue would only be temporarily resolved (treatment dates and duration not reported). The patient was prescribed oral antibiotics on (B)(6) 2017, and is continuing to be clinically managed by their healthcare provider.